Event description:
It was reported that the patient had frequent low flow alarms with elevated pulsatility index overnight. The patient's mean arterial pressures were controlled at the time of the event. The log files captured low flow alarms and also several momentary low flow events that were very brief and did not generate an alarm. The low flows were likely caused by ectopy, the patient has a flutter, and occasional runs of ventricular tachycardia. The alarms resolved for the rest of the day but the patient will occasionally still have low flow alarms with runs of ventricular tachycardia. The patient was sleeping during these events and reported no symptoms or discomfort. Echocardiogram showed severely decreased left ventricular function, midline septum, and right ventricle dilated with reduced systolic function. 250 milliliters of albumin was administered, milrinone drip was increased and the patient was monitored in the cardiovascular intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was treated with CPAP (continuous positive airway pressure) which resolved the alarms. The patient's ecotopic heartbeat existed before implant, along with history of paroxysmal atrial fibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from 21aug2022 at 17:27:51 through 26aug2022 at 8:25:59. Low flow events were captured throughout the log file from 26aug2022 at 2:25:47 through 6:06:16. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for mlp-031966 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2022. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.